Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter was separated from the tube. On (B)(6) 2022, the parturient had an indwelling needle in her hand. When she was holding her breath, she found that the needle of the indwelling needle was separated from the tube.

Manufacturer narrative:
A device history review was conducted for lot number 2082591. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter was separated from the tube. The following information was provided by the initial reporter, translated from chinese to english: on october 9, 2022, the parturient had an indwelling needle in her hand. When she was holding her breath, she found that the needle of the indwelling needle was separated from the tube.